Manufacturer narrative:
A cool line catheter (s/n (B)(4)) was returned to zoll (B)(4) on (B)(4) 2016 for evaluation. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. A pinhole leak was noted at the proximal balloon immediately after pressurizing the catheter. Following the test, all balloons deflated successfully without any issues. Device history record was reviewed for balloon bonding lot no 53864 found no nonconformities with the lot. Evaluation of the returned devices confirmed the customer reported issue as a cool line catheter pinhole leak at the proximal balloon.

Manufacturer narrative:
The zoll catheter in complaint was returned to zoll on 05/17/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that (B)(6) male patient was being treated with cool line catheter for fever management. Catheter was inserted smoothly into right subclavian vein. On sixth day of the treatment, nurse noticed blood in the luer lines. Both start-up kit (suk) and catheter will be returned. No further information provided on patient condition or if treatment was continued.